Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd pca asv dehp microbore cv became occluded. The following information was provided by the initial reporter, translated from french to english: pca in progress sounding "occluded", attempt to purge the tubing very difficult to achieve. No clinical consequences. Stop this procedure, test outside the patient, use eps tubing + 2 anti-reflux valves.

Event description:
No additional information.

Manufacturer narrative:
Correction: initial reporter's name additional information: fax number investigation: no samples were received for investigation of pr 9723360, in which the customer has stated: ¿pca in progress sounding "occluded", attempt to purge the tubing very difficult to achieve¿. The product in use at the time is reported to be a 30832 from lot 22055100. Further information from the customer stated that the flow was completely blocked while the morphine aca was being infused during pdt infusion. The customer also reported that even after the patient was disconnected from the pump, the pump sounds in occlusion and during this incidence, they faced difficulty in purging the tubing manually. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22055100 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 30832 products in the past 12 months.

Manufacturer narrative:
Additional information in section b. Annex a, b, c & d codes changed due to sample being returned for investigation. Investigation result: one 30832 sample was received in opened packaging from lot 22055100 for investigation. Residual fluid was present throughout the set and no connecting product was returned to aid the investigation. The customer reported that "pca in progress sounding "occluded", attempt to purge the tubing very difficult to achieve." The returned sample was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe. At the y-site, no restriction of flow was observed. However when purging from the anti-siphon valve, it was not possible to pass fluid through. It appears that the occlusion was caused by dried residual fluid within the tubing, as the fluid was able to pass until a point where dried fluid was present. The tubing was then cut open, and a small white particle was present within the tubing, once it was removed, no further occlusion of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055100 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, the root cause of the customer's experience could not be determined; however as fluid was present throughout the infusion set it is likely that the occlusion was caused by some unconstituted drug that had blocked the fluid path. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 30832 products in the past 12 months.

Event description:
Please also let us know the full pick-up address, contact name and number, service name, floor number and any other additional details such as (pick up at reception, goods in the yard, etc.) And we will schedule a sample pickup request for you using the tnt carrier: I don't know if they want to remove all the equipment because I'm not a technical person. And sometimes those same tubing works.... Maybe it's a pump pb. Confirm that the roller clamp is not obstructing the line or that the wheel is separating from the roller clamp. Please describe the nature of the problem. No obstruction. The pump sounds in occlusion. Even if you disconnect the patient and want to manually purge the tubing, this is difficult. Confirm when the problem is identified, either during sample priming or during infusion. Pdt infusion confirm the expected flow rate and the observed flow rate. The pump rings and occlusions describe the infusion configuration (bag type, height from the patient, drug infused). Morphine aca has the patient received an insufficient or excessive infusion? No.